Event description:
The surgeon reported via the sales rep that whilst putting the locking screw into the hole using a wire, a malplacement took place. The screws were not sitting properly. It was added that the surgeon decided to close up the pt. Two screws are being returned, whilst the plate will remain in the pt. No adverse consequences to the pt were reported.

Manufacturer narrative:
Add'l lot# u26545. Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.